Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for five (5) years and six (6) months, is being evaluated for a valve-in-valve procedure due to valve degeneration, thickened leaflet, mild-moderate aortic stenosis, moderate-severe aortic regurgitation, and severe paravalvular leak. The patient presented with some dyspnea on exertion and combined systolic and diastolic chf nyha class 3.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for five (5) years and six (6) months, is being evaluated for a valve-in-valve procedure due to valve degeneration, thickened leaflet, mild-moderate aortic stenosis, moderate-severe aortic regurgitation, and severe paravalvular leak. The patient presented with some dyspnea on exertion and combined systolic and diastolic chf nyha class 3.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b1 (report type), b2 (outcomes attributed to adverse event), b3 (date of event), d4 (expiration date), h4, h6 (health effect-impact code, type of investigation, investigation findings, investigation conclusions). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was due to patient related factors. The event was impacted by the progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. H11: corrected data: corrected section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.), and h1 (type of reportable event).

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for five (5) years and six (6) months, underwent a valve-in-valve procedure due to valve degeneration, thickened leaflet, severe aortic stenosis, severe aortic regurgitation, and severe paravalvular leak. The patient presented aki and acute on chronic systolic and diastolic chf nyha class 3. The surgical valve was successfully fractured and the tavr was performed with a 20mm 9600tfx transcatheter valve. The patient was discharged on pod #3.